Event description:
Shiley received a report that a pt with a shiley prosthetic heart valve was being scheduled for valve replacement surgery due to "leaking". Subsequently, additional info was received from the advice nurse for the pt's physician. The nurse reported that an echocardiogram noted that the mitral valve prosthesis had "surrounding annular calcification...mitral regurgitation". The report noted that the valve was functioning normally with no perivalvular insufficiency. According to the nurse, the report further stated that the "strut at valve appears to extend into left ventricular outflow tract causing moderate sub-valvular aortic stenosis".

Event description:
According to info subsequently received from the attending physician, a pt will be scheduled for surgery because "the valve is causing severe aortic stenosis".